Event description:
A patient who had undergone a 2 level acdf of c5-7 in 2006. Underwent a revision/removal of hardware on approx three and a half months later, due to one of the caudal screws backing out.

Manufacturer narrative:
Product evaluation pending. The surgeon associated with the reported event received the notification on 11/16/2005. This is the second event for this surgeon since submission of the notification. Abbott spine will continue to monitor this surgeon for other occurrences. A representative has spoken with the surgeon and reviewed the surgical technique for the product. No further action is required at this time.